Manufacturer narrative:
Visual analysis of the returned device identified crease flat and cracked valve. Leak test and microscopic analysis was performed which identified cracked valve and wear abrasion. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.